Event description:
Caller reported lancet protruding from softclix device cap. No adverse event reported. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.